Event description:
It was reported by the patient that they are experiencing some aches, and their device is "shifting a bit" and "just rubs skin enough". The patient stated that they have thin skin and can see where the leads are implanted. The patient also noted "I feel like the device moves all the time. It hurts all the time. When I'm trying to get up it stands up on end." The cardiac resynchronization therapy defibrillator (crt-d) and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.